Manufacturer narrative:
The siderail not locking or latching was due to dust in the lock mechanism. The account cleaned out the dust and lubricated the latch on the siderail to resolve the issue.

Event description:
Account alleged that the siderail was not locking or latching. No alleged injuries by the account.